Manufacturer narrative:
Concomitant medical products: product ID: 7434a, serial# : (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome reported that on (B)(6) 2016 therapy started turning on and off by itself. The consumer would feel stimulation come on for a little bit and then it would go away. The consumer tried turning stimulation off using the patient programmer (pp) but it wouldn't turn off. It was further reported the stimulation off light wasn't appearing on the pp when the stimulation off button was pressed, and neither were any of the lights, so the consumer thought they needed to change the battery in the pp. Once a new battery was purchased they were going to try turning stimulation off again to see if it resolved the issue. It was noted the consumer had a fall a month ago but didn't have any problems at that time. The consumer was going to follow-up with their healthcare provider (hcp) regarding stimulation turning on and off.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.